Event description:
The customer notified siemens on (B)(6) 2013 that it is not possible to safely treat a patient on two different linac machines that are both connected to rtt 4.2. Reportedly, the customer loaded the patient treatment plan to linac 1, made some changes and treated the patient. On the next day the customer copied all of the data onto the rtt of linac 2, made more changes in "workflow edit" and treated the patient on linac 2. On day 3, the customer again copied all of the data from linac 2 to linac 1. The customer then opened the patient data in rtt on linac 1, and the changes that were made the day before on linac 2 could not be found as the plan uid was not changed during the modification. It is also reported that there is no warning that plan modifications might be deleted and may have to be set again. There is no report of mistreatment or injury to a patient. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens' investigation into the reported occurrence has revealed that the reported behavior is valid for all rt therapist systems. The workflow described for the reported occurrence was never tested by siemens prior to this report therefore there are no test cases available to validate the workflow described.